Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported by the rep that noise was detected on this lead. The atrial impedance trends since beginning of january show a steady decrease in impedance. The ra lead was capped and replaced on (B)(6) 2019.